Event description:
It was reported the patient's low battery warning triggered earlier than intended. Patient still has therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000103393.

Event description:
Additional information indicates, the patient's ipg had reached end of life. A lead diagnostic was performed, and one lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.